Event description:
It was reported that caller previously experienced an issue during pump loading when insulin drops were not visible at end of tubing during fill tubing step, which led customer to turn pump off. There was no adverse impact to the customer's blood glucose level. Customer confirmed completing steps to remove air, used room temperature insulin, did not overfill or reuse cartridge, and ultimately discarded supplies and switched to multiple daily injections, with no additional follow-up information provided regarding further actions by technical support. Csa to replace pump. Customer reverted to an alternative method of insulin therapy.